Manufacturer narrative:
The reported issue is associated with a known advisory related to the potential for medtronic programmer and remote monitoring software applications to display an inaccurate remaining longevity estimate. A recall number is not available in this instance. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited shorter than expected longevity estimate due to a remote monitoring network software estimator error. Advised that the network has been updated with the correction and they should trust the network presentation and continue to monitor for actual recommended replacement time (rrt) as normal. No patient complications have been reported as a result of this event.